Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had a separation issue; further described as "the twist clamp came apart/ separated". This occurred when the nurse was changing the transfer set for use for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: on 22may2024, additional information was received stating this event occurred "last week". H11: should additional relevant information become available, a supplemental report will be submitted.